Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuses f11 and f12 was replaced by the local/site biomedical engineer and the checkout was performed by the medtronic representative. Once the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. The fuses were discarded by the site and no further analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is plugged into a known working outlet, but the system has no line power. There was no patient present when this issue was identified.